Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level had been as high as 403mg/dl. The customer's most current level was 216mg/dl. The customer treated with pump. The customer removed infusion set and it was not bent. The customer was advised to change out their entire infusion set. The customer declined to troubleshoot for the highs.